Event description:
This valve was explanted due to pv leak and mitral regurgitation. According to the implant or report, after the valve was implanted, a questionable "pinhole" pv leak was observed on tee; however, it was determined to be insignificant". The pt experienced chf post-operatively and was found to have pv leak. At explant pv leak was observed in the posterior medial apsect of the valve. Repair was considered; however, the pt had "limited" tissue beneath the valve and it was replaced with sjm 29mecj-502. At explant, intraoperative tee showed no leakage, except for a "possible, small, trivial" leak at one point along the sewing cuff that was determined to be "insignificant".